Manufacturer narrative:
Eval: the customer returned the suspect device in a used and damaged condition. A visual examination discovered the coil had separated from the distal solder connection, thus allowing the entire length of the coil to become elongated. Unfortunately, based upon the info provided by the customer, we are not able to determine with certainty how this incident occurred. However, as this wire guide is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport, it is feasilbe to suggest the device met with resistance beyond its intended capabilities. This may also occur if the wire guide makes inadvertent contact with the bevel of the needle during the initial placement, allowing the device to become kinked, thus creating the availability of the wire to fold back onto itself. We caution withdrawal or manipulation of distal spring coil portion of the wire guide through the needle tip may result in breakage. Nevertheless, the appropriate personnel have been notified. We will contine to monitor for similar situations.